Event description:
Procedure: laparoscopic cholecystectomy. During the procedure, the seal/valve in the device broke and dropped off into the cavity. The piece was laparoscopically removed without difficulty. No patient injury reported.